Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ catheter backed out of the vein. The following information was provided by the initial reporter, translated from (B)(6): "it was reported that bd insyte autoguard has several claims for loss of punch in various sectors."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd insyte¿ autoguard¿ shielded IV catheter backed out of the vein. The following information was provided by the initial reporter, translated from portuguese: "it was reported that bd insyte autoguard has several claims for loss of punch in various sectors." D2: medical device brand name: bd insyte¿ autoguard¿ shielded IV catheter. D4: catalog #: 38182314. D4: medical device lot #: 1111254. D4: UDI # (B)(4). D4: medical device expiration date: 31-mar-2024. G.5. PMA / 510(k)#: na. H4: device manufacture date: 28-apr-2021. H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter backed out of the vein. The following information was provided by the initial reporter, translated from portuguese: "it was reported that bd insyte autoguard has several claims for loss of punch in various sectors."